Event description:
It was reported that the patient was seen in clinic for their first follow up visit and presented with high impedance. The impedance was noted to be ok during the vns generator implant. The patient had x-ray images taken and their device was disabled. Ap and lateral neck and ap chest x-rays were received on (B)(6) 2026 and reviewed. The generator was located in the patient¿s left chest between the 7th and 8th rib. The connector pin can be seen coming through the second connector block and appears to be fully inserted. The filter feedthrough wire was confirmed to be intact. The lead was observed in the patient¿s neck and appeared to be routed toward the patient¿s left chest. A strain relief bend and loop are present per labeling. Two tie downs were visible and placed per labelling. The lead wires appear to have a gross fracture near the 5th and 6th rib in the chest above the generator. The cause of the patient¿s high impedance is due to lead fracture. Note that incomplete pin insertion could not be ruled out in the portion of the lead that is not visible in the provided images. No known surgical intervention has occurred to date. No other relevant information has been received to date.